Event description:
Deaer called stating that the brakes on the 66550 bariatric rollator won't lock into position. They appear to be stuck & will not loosen. The wheels are allegedly splitting down the middle. No injury alleged.